Event description:
It was reported that the laser fiber started forward firing after 720,745 joules expended. The procedure was completed after fiber was replaced with another of the same device. There were no patient complications.

Event description:
It was reported that the laser fiber started forward firing after 720,745 joules expended. The procedure was completed after fiber was replaced with another of the same device. There were no patient complications.